Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed out the pump supplies to address the alarm. Customer's blood glucose (bg) was 400 mg/dl. Customer was admitted to the hospital and treated with intravenous insulin. Elevated bg was resolved with no permanent injury. After 2 days, customer was discharged. As tandem technical support was not contacted at the time of the reported issue, a system check could not be performed to determine a possible cause of the occlusion.